Manufacturer narrative:
S/w version: 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged retainer ring). Pump received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: pillowing keypad overlay, partially broken retainer, missing o-ring(reservoir tube), broken reservoir tube lip, cracked reservoir tube lip, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage(damaged retainer ring) was confirmed during visual inspection where partially broken retainer ring was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked in insulin pump case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.